Event description:
It was reported that patient presented in clinic for routine device change procedure. Prior to procedure it was noted that patient's left ventricular(lv) lead exhibited no capture. The lead was capped and replaced on (B)(6) 2021. The patient was stable.